Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced increasing shortness of breath on exertion. The lv lead was turned off and reprogramming was done.

Event description:
It was further reported that the patient had been experiencing ongoing heart failure symptoms, which became worse when the device was programmed to lv only pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for the left ventricular (lv) lead due to low pacing impedance. In addition, rising lv thresholds were observed. An insulation breach was suspected. It was further reported that the patient came into the clinic four days after the initial impedance alert. It was noted that the left ventricular (lv) lead impedance had improved to normal range. It noted that the left ventricular (lv) lead threshold measurements were high. A chest x-ray showed no gross lead dislodgement. Approximately three weeks later, the patient received another alert due to low impedance measurement. Loss of capture was observed on the lv lead and the lead threshold measurements were above the programmed threshold. It was noted that the right ventricular (rv) lead exhibited one t-wave oversensing (twos) post pace on the presenting rhythm. Reprogramming was done, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmb2qq crtd implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.